Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 350mg/dl, 114mg/dl. Tests were done less than 10 minutes apart with a difference of 90%. The patient's blood glucose results were 254mg/dl, 322mg/dl, 102mg/dl. Tests were done less than 10 minutes apart with a difference of 57%. Patient did not experience any adverse events. No further information has been reported.